Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd protector p50 multipack had a leak between the protector and the vial. The following information was provided by the initial reporter: this is a report about leakage of anticancer drug during preparation. According to the customer¿s report, while preparing ¿p50j multipack¿ doxorubicin, noticed a leak of anticancer drug. Assembly fixture was not used. There are about 4 vials with p50j kept by the supplier in one bag. There is one leaking vial in each bag. The hospital keeps them in bags for operational purposes. Additional information provided: ((B)(6) 2026 (B)(6)) it is being collected in a syringe, it is between the vial and the protector.